Event description:
The patient presented in the hospital after receiving shocks. A lead issue was suspected and the patient was admitted to the hospital for a system revision. It was reported that the patient expired and the cause of the death was unknown. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.